Event description:
Additional information was received stating that the procedure was completed by replacing the stent. Premature deployment occurred I ntraoperatively. The pushwire was not rotated or pulled back at any time during the procedure. The cause of the retrieval failure/detachment was not determined. Resistance during retrieval occurred in the proximal end of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage to the pipeline pushwire or catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to be retrieved. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the posterior communicating artery with a max diameter of 4mm and a 3mm neck diameter. The landing zone was 12mm distally and 10mm proximally. It was noted the patient's vessel tortuosity was normal. Dapt (dual antiplatelet treatment) was administered. The pru level was 0. The angiographic result post proce dure was normal. It was reported that the second retrieval during the implantation process was unsuccessful and it was directly detached. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
Continuation of d10: product ID (unknown); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.